Event description:
Info received on 9/9/96 indicates the aus device would not activate. A revision surgery has been scheduled 9/13/96. Info received on 9/24/96 indicates the pump was removed from the pt and replaced on 9/20/96.